Event description:
It was reported that since a couple of months ago the patient had trouble urinating. The patient urinated about 3 times a day and the urine had a foul smell and was bloody and thick. The patient was going to their primary care physician (pcp) in 3 days to check for infection. The implant had been hurting for a couple of months and they no longer felt the tingling. The patient had an appointment with their urologist in 6 days. The symptoms had a sudden onset and there was no known accident or incident related to the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-19896 for the patient's concurrently implanted system.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va00gjz, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va00s9q, implanted: (B)(6) 2012, product type: lead. (B)(4).